Manufacturer narrative:
The customer was unable to recall if the hydraulic jack was leaking or was unable to function. There would be no safety risk associated with a leaking jack as the jack would continue to function to specification (raise and lower the pt platform).

Event description:
It was reported the hydraulic jack may not be functioning to specifications.